Manufacturer narrative:
Results: the pump max was powered on and able to produce a vacuum pressure of approximately -28.5 inhg. Conclusions: evaluation of the returned pump max revealed a device capable of producing sufficient vacuum pressure. The pump max was able to power on and generate a vacuum pressure within specification. The regulator knob was able to regulate vacuum pressure as intended. The reported smell and weak aspiration power was unable to be confirmed. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the physician noticed that the pump max smelled hot and that the aspiration power didn¿t seem very strong. The procedure was completed using the same pump max. There was no report of an adverse effect to the patient.